Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the site rite is at 64% at shuts down by itself when unplugged from power supply. Will not turn back on unless the power supply is plugged back in.

Event description:
Per biomed: the site rite is at 64% at shuts down by itself when unplugged from power supply. Will not turn back on unless the power supply is plugged back in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of "the site rite is at 64% at shuts down by itself when unplugged from power supply. Will not turn back on unless the power supply is plugged back in." Was confirmed. The root cause of the reported issue is an internal li-ion battery failure. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the site rite is at 64% at shuts down by itself when unplugged from power supply. Will not turn back on unless the power supply is plugged back in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of "the site rite is at 64% at shuts down by itself when unplugged from power supply. Will not turn back on unless the power supply is plugged back in." Was confirmed. The root cause of the reported issue is an internal li-ion battery failure. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.